Manufacturer narrative:
Product complaint # ==>(B)(4) investigation summary ==> the initial report states, ¿ tibial impactor broke when the resident was implanting the final tibial implant. All of the pieces were collected¿ the device was not returned to depuy synthes for evaluation, however photo(s) were provided for review. Review of the provided photo(s) confirmed that device was broken into 2 plus pieces. The attune system impactor, a new product code (254411003) design, was launched encompassing the functions of all three attune impactors in a single product code. While the system impactors have been implemented into the field, a significant proportion of the existing impactors will remain. Therefore, this may contribute to the residual risk that there will continue to be complaints received. As part of the quality escalation, a field action was undertaken to issue a notice to all users of the potential for failure and the need to regularly inspect components for damage. As part of the field action, no other action was taken, and the components were left in the field. Whilst some residual risk is present, this risk is deemed to be acceptable and therefore no further action is necessary. The overall complaint was confirmed as the observed condition of the attune fb tibial impactor would contribute to the complained device issue. This product issue was addressed through the depuy synthes quality system and a design change was implemented. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed

Event description:
It was reported that the tibial impactor broke when the resident was implanting the final tibial implant. All of the pieces were collected and the surgery wasn't delayed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.